Event description:
This unsolicited device case from france was received on (B)(4) 2014 from a physician. This case involves a male pt of unk age who experienced injection site effusion after receiving treatment with synvisc one. The pt had previously received injection of synvisc one. Concomitant medications included an anticoagulant drug nos. No medical history or concurrent condition was reported. On (B)(6) 2014, the pt received treatment with synvisc one injection at a dose of 6 ml once (route, batch/lot number, expiration date and indication: not provided) into an unspecified location. It was reported that the injection was performed under scopic control. On (B)(6) 2014, the pt received treatment with synvisc one injection at a does of 6 ml once (route, batch/lot number,r expiration date and indication: not provided) into an unspecified location. It was reported that the injection was performed under scopic control. On (B)(6) 2014, 48 hours later, the pt presented with an injection site effusion. The effusion liquid has been punctured and analyzed: 30000 leucocytes/ mm3, no germs, no micro crystals. It was reported that a treatment with a non-steroidal anti-inflammatory drug nos was introduced. On an unk date (5 days later), the effusion persisted and an infiltration of a corticoid drug nos was performed. Outcome: unk. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated throughout ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product quality. This review had not indicated trends that could be associated with any product complaint. Genzyme would continue to monitor complaints to determine if a CAPA would be required. Seriousness criteria: required intervention. Reporter causality: unk. Company causality: possible. Imputability: (B)(4). Additional information was received on (B)(4) 2014 and both the informations were processed together with clock start date: (B)(4) 2014. Ptc investigation results were added. The case registration number ((B)(4)) assigned by (B)(4) in their database was added.